Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with an unresponsive act button due to moisture damage on the keypad trace. The insulin pump was unable to perform the displacement test, prime test and occlusion test due to the unresponsive button. A cracked reservoir tube was noted. The unit also had a cracked belt clip slot, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and no delivery. He stated that when he pressed the esc button, the device shows that the button had been pressed for more than 3 minutes. He stated that he somehow brought up the suspend function on the insulin pump when he received the no delivery alarm, after which he tried to clear the alarm and received the button error. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarms. He believed that the no delivery alarm had been caused by his scar tissue at the insertion site and declined troubleshooting assistance for the matter. He declined to return the infusion set and reservoir for analysis. He also observed a crack at the reservoir compartment. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.